Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. Patient was at home alone and heard the receiver alerting. Patient began to feel like she was not going to be able to maintain consciousness, called 911 and administered herself a glucagon shot. Patient was taken to the hospital where she had an IV placed and was given juice and sugar. Patient recovered in the hospital. It was further reported that the patient has issues with gastroparesis and experiences rapid low blood glucose levels. There was no device malfunction. No additional event information was provided.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. In addition, it should be noted that diabetes mellitus is a known cause of hypoglycemia.